Manufacturer narrative:
(B)(4). Concomitant medical products: pxc141400, (B)(4). Results: a review of the manufacturing records for the devices verified the lots met all pre-release specifications. Conclusion: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak, aneurysm enlargement, and surgical conversion.

Event description:
On an unknown date in 2009, a patient underwent emergent treatment of a ruptured common/internal iliac artery aneurysm with right common to external iliac artery covered stent grafting using a reversed iliac gore excluder limb of unknown size and lot number, and internal artery branch coil embolization. He recovered from this well and became stable, with no further ruptures. On (B)(6) 2014 the patient underwent treatment for progressive development of iliac aneurysms bilaterally, with gore® excluder® aaa endoprostheses. It was not clear if he also had a right iliac artery type ia endoleak. It was also not clear if the left internal iliac artery still had flow, so it was decided to treat all of the iliac artery aneurysms. The left common iliac artery aneurysm measured 62.3mm. The left side was utilized as the ipsilateral side. Following cannulation of the gate on the right, a 14x14 contralateral limb component was implanted and extended with a 12x14 contralateral limb, with considerable overlap, extending about 2cm past the right common iliac artery previous stent graft limb. This was well into the mid portion of the right external iliac artery. Then the left side of the trunk-ipsilateral leg component was deployed. This limb was also extended with a 12x12 contralateral leg component, well past the external iliac artery origin by about 3cm. The patient also had a left internal iliac aneurysm and a right common iliac aneurysm but no devices were implanted for these. The left internal iliac was treated by means of coil embolization. On final imaging no type I endoleak was seen throughout. There was excellent flow through the graft limbs. No type iii endoleak is seen. There is no flow seen in the left internal iliac artery, so no type ii endoleak seen there. Runoff into the left external iliac artery is patent. On the right, there is patency of the runoff as well and there is a late type ii endoleak into the right internal iliac artery branches where the previous coils were placed. An angiogram of the femoral level of vessels confirms this is a direct branch off of the proximal profunda femoris artery, extending up into the pelvis to the internal artery branches. On (B)(6) 2014 the patient had an aortic angiogram which revealed a type ii endoleak. This was treated by means of right obturator artery embolization in two separate branches. On (B)(6) 2016, an ultrasound showed a type ii endoleak was still present on the right. On (B)(6) 2016 the patient underwent bilateral femoral artery exploration; right lateral circumflex iliac artery ligation and bilateral medial circumflex artery ligation. There was no type I, ii, iii or IV endoleak seen bilaterally. On (B)(6) 2016 a type ii endoleak was seen. The vascular m.d. Noted enlarging right internal iliac aneurysm which was pushing the ureter anteriorly and causing hydronephrosis. On (B)(6) 2016 the patient underwent a right internal iliac artery aneurysm decompressive thrombotomy and suture repair of endoleak using 2-0 prolene running sutures placed in the outer endograft, as this was a sandwiched 2-layer endograft piece, affixing it into the wall of the external and possibly common iliac artery level. The patient tolerated the procedure.